Manufacturer narrative:
(B) (4). This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the end user. Each device is sent with an instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case the instructions for use for the main body graft state: "inaccurate placement and/or incomplete sealing of the zenith aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications." The main body IFU also states: "vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." "The zenith aaa endovascular graft with the h&l-b one-shot introductions system and ancillary components is indicated for the endovascular treatment of patients with abdominal aortic or aorto-iliac aneurysms having morphology suitable for endovascular repair including: adequate iliac/femoral access compatible with the required introduction systems, non-aneurysmal infrarenal aortic segment (neck) proximal to the aneurysm: with a length of at least 15mm, with a diameter measured outer wall to outer wall of no greater than 28 mm and no less than 18mm, with an angle less than 60 degrees relative to the long axis of the aneurysm, and with an angle less than 45 degrees relative to the axis of the suprarenal aorta, iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall)." The main body IFU also provides detailed instruction on proper placement of the suprarenal stent in order to maintain patency of renal arteries. The failure mode assigned to this case is deployment. This failure mode was determined based on the provided event description. It should be noted that images were not provided in this case, and that the physician's comments indicate that the occlusion could have been caused by something other than the graft; however, it is unclear at this time. Based on the provided information, a definitive root cause cannot be determined or reported at this time. However, the off label usage of the device, due to the patient's anatomy, and location of the suprarenal stent may have been a contributing factors to the renal artery occlusion. We will continue to monitor for similar complaints.

Event description:
A patient underwent aaa repair on (B) (6) 2010. The patient's anatomical form was not suitable for aaa repair since the proximal neck was 90 degrees relative to the long axis of the aneurysm. The length of proximal neck was 15mm. The suprarenal stent was deployed before contralateral cannulation. After that, angiography revealed only slow blood flow through the right renal artery. However, cannulation of the right renal artery was performed with a sheath and an angiographic catheter, and a stent was placed there after both iliac leg grafts were deployed. The procedure was completed with confirmation of adequate blood flow to the right renal artery and no endoleak observed. No adverse effect was observed in the patient after the procedure.